Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the rotary valve seal, calibrated the pump and adjusted the top seal. The cse also found errors on the reagent management system (rms) shuttle. The cse removed the rms shuttle and then cleaned, re-installed and aligned the shuttle. The cse also installed the new shuttle retrofit, aligned it and ran fix inventory test. Samples were run and resulted without an error. The cse performed preventive maintenance on the instrument. There are no reports of additional discordant results. The cause of the discordant, falsely low sodium results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.